Event description:
It was reported that the pt experienced a loss of therapeutic. The pt felt dizziness and tremor on the side of their body. The lead impedance measurements were greater than 2,000 ohms on bipolar pairs 0 and 3. All the other pairs were fine. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).